Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an intermittent audio output and an adverse event. Date of issue is an approximation. The patient stated he and his wife laid down for a nap and at some point, he went to the bathroom and did not return. The patient's wife stated the receiver was displaying 44mg/dl; however, the alarm did not go off to alert them of the low. The patient's wife found the patient passed out in the bathroom and used an injection pen to raise his blood glucose value. The patient regained consciousness and did not have to call for medical emergency. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.